Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported a cardizem drip to be infused at 5mg/hr was completed 42 minutes after initiation of the drip in the ER. The nurse and biomed attempted to pull up the history on the device and were unable to do so. The customer would like to know if this is a device malfunction or a misprogramming of the cardizem.

Manufacturer narrative:
The customer¿s report of a possible overinfusion was confirmed. The pcu event log showed that the system time was incorrect during the time of the reported event and that the event occurred at (B)(6) 2001 between 8:18 am and 9:13 am. The pcu event log also showed that pm s/n (B)(4) was programmed to infuse a custom concentration of diltiazem (cardizem) at 8:18 am on (B)(6) 2001. The user initially entered 5ml/hr for the rate, however that made the dose 0.25ml/hr which is below the guardrails limit of 1mg/hr. The user then entered 5mg/hr for the dose, which made the rate 100ml/hr. At 9:13 am, the device alarmed for air-in-line and the system was subsequently powered off. The volume recorded as being infused during this period was 88.952ml. Visual inspection f the pump module observed no anomalies. Functional testing found the pump module to be delivering fluid within specification. The root cause of the possible overinfusion was identified as a user programming issue (custom concentration).